Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after implantation of intraocular lens (iol), the patient felt like could not see out of the eye. The physician thought that the lens might be defective. Due to it, the lens was explanted in a secondary procedure 2 months after the initial procedure. Additional information has been requested and received stating the patient had poor vision/blurry vision. The lens was replaced with a non company lens.

Manufacturer narrative:
The lens was returned in a non-company peel pouch. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the toric vivity dft315 (1.50cyl) 20.0 diopter, (1.5 extended depth of focus) lens was exchange for a non-company monofocal lens (li61ao, 19.5 d). Due to the exchange of a toric extended depth of focus lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is:(B)(4).